Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/19/2020. Additional h3 investigation summary: it was received for analysis a used needle-suture piece of product code sxpp1a400, lot phk656. During the visual inspection of the sample, the swage and attachment are were noted to be as expected, body fluids and marks by use of a surgical instrument could be observed on the body needle. The strand was noted with body fluids and cut at the end of the suture. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test can¿t be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.